Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was four photographs depicting a 4fr s/l powerpicc catheter. All four photographs depicted a portion of the device extending from the suture wings to approximately the 10cm depth marking. The suture wings were secured within a statlock stabilization device and usage residues were observed throughout the sample. The catheter terminated in the vicinity of the 10cm depth marking. The distal break site appeared irregular and catheter elongation and deformation was observed in the vicinity of the break. While catheter damage was observed in the submitted photographs, inspection of those photographs was insufficient to identify the cause of the damage. Based on the observed features, potential contributing include over-pressurization (burst) damage and tensile (pulling) damage. A lot history review (lhr) of reay2303 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that we are notified by the vascular access nurse of the hospital that at the time of removing the PICC fr 4 mono lumen catheter inserted on (B)(6) and removed on(B)(6), a catheter rupture is observed 25 cm was inserted and only 10 cm left , the rest of the catheter 15 cm remained inside the patient, pediatric patient who was in the pediatric ICU. Info received at 11/29/2019: minor idade, a 5-year-old female with a diagnosis of lymphoblastic leukemia in hematologic relapse, severe thrombocytopenia. He has a" second cycle of rescue chemotherapy. Patient with poor venous capital, attending physician indicates passage of central catheter of peripheral insertion. Less than in previous hospitalization he was a PICC carrier, however, explanation is reinduced to the girl's mother and to the minor of the procedure its risks and benefits, with which approval of informed consent is obtained. Ultrasound assessment of the upper limbs is performed, a vessel of caliber indicated in msi (upper left limb) is located. Prior to handwashing I perform a skin asepsis procedure with chlorapred, I use all the barrier measures and cover the patient with a sterile field package, cover the transducer with a sterile cover, proceed again to evaluate the right arm over the top of the sink, ibico the brachial vein, performed the 21g micropuncture needle puncture that brings the power PICC kit, venous return is obtained and the 0.018 50cm hydrophilic guide is advanced, needle is removed, I proceed to perform the medication from the puncture site to the fold axillary and from this to the right clavicular head and from here, through the right sternal border to the third intercostal space, I cut the catheter in 25cm, pass microintrodutor and microdilator with a rotational cam movement, remove the hydrophilic guide and proceed to insert the central peripheral insertion catheter of high power monolumen 4fr through a peelable needle, check venous return all the way, peel needle removal able and irrigate the route with saline solution. Needle-free connector is left, the catheter is stabilized, I perform skin cleansing and cover with transparent dressing. Device reference: 8174118 lot: reay2303. The treating physician is requested to order the x-ray plane for confirmation of location, education is given to the care staff about the care and maintenance of the catheter. The procedure was completed without complications."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reay2303 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that we are notified by the vascular access nurse of the hospital that at the time of removing the PICC fr 4 mono lumen catheter inserted on (B)(6) and removed on (B)(6), a catheter rupture is observed 25 cm was inserted and only 10 cm left , the rest of the catheter 15 cm remained inside the patient, pediatric patient who was in the pediatric ICU. Info received at 11/29/2019: minor idade, a (B)(6)-year-old female with a diagnosis of lymphoblastic leukemia in hematologic relapse, severe thrombocytopenia. He has a" second cycle of rescue chemotherapy. Patient with poor venous capital, attending physician indicates passage of central catheter of peripheral insertion. Less than in previous hospitalization he was a PICC carrier, however, explanation is reinduced to the girl's mother and to the minor of the procedure its risks and benefits, with which approval of informed consent is obtained. Ultrasound assessment of the upper limbs is performed, a vessel of caliber indicated in msi (upper left limb) is located. Prior to handwashing I perform a skin asepsis procedure with chlorapred, I use all the barrier measures and cover the patient with a sterile field package, cover the transducer with a sterile cover, proceed again to evaluate the right arm over the top of the sink, ibico the brachial vein, performed the 21g micropuncture needle puncture that brings the power PICC kit, venous return is obtained and the 0.018 50cm hydrophilic guide is advanced, needle is removed, I proceed to perform the medication from the puncture site to the fold axillary and from this to the right clavicular head and from here, through the right sternal border to the third intercostal space, I cut the catheter in 25cm, pass microintrodutor and microdilator with a rotational cam movement, remove the hydrophilic guide and proceed to insert the central peripheral insertion catheter of high power monolumen 4fr through a peelable needle, check venous return all the way, peel needle removal able and irrigate the route with saline solution. Needle-free connector is left, the catheter is stabilized, I perform skin cleansing and cover with transparent dressing. Device reference: 8174118 lot: reay2303. The treating physician is requested to order the x-ray plane for confirmation of location, education is given to the care staff about the care and maintenance of the catheter. The procedure was completed without complications."